Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) and from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the lead wires had slipped since (B)(6) 2015. The patient had a planned lead revision. Surgical intervention had not occurred at the time of this report, but surgical intervention was planned for (B)(6) 2016. It was unknown if there was an issue with the lead or what led to the event. It was unknown what diagnostics or troubleshooting were performed. It was also unknown what actions were taken to resolve the issue and it was unknown if the issue had resolved. No patient symptoms were reported regarding this event. If additional information is received, a follow-up report will be sent.